Event description:
It was reported that after placement of the catheter, the medical agent had been administered by 10mm/h with no problem. One of the extension lines (medial lumen) was found torn. The catheter was removed and replaced with a new one. No harm to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned the medial extension line of the cvc catheter with slide clamp. The rest of the catheter was not returned. Visual examination revealed the extension line was in two pieces, separated 20mm from the luer hub. The extension line was also tied into a knot. Though it could not be determined which end of the extension line was connected to the juncture hub and which was separated from the luer hub side, all three points of separation ware smooth, consistent to when the lines become in contact with sharps such as scissors or scalpel. After the knot was un-done, the returned extension line measured 126mm which means at least 8mm of the extension line was not returned per product drawing. The outer diameter of the extension line measured 2.17mm which is within specification of 1.15-2.25mm per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line separation was confirmed by complaint investigation of the returned sample. The medial extension line was separated around 20mm from the luer hub. The points of separation on the extension line appeared smooth, indicating that the extension line became in contact with sharps such as scissors or a scalpel. A device history record review was performed with no relevant findings. Based on the appearance of the damage and the customer report that it was identified during use, unintentional use error caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after placement of the catheter, the medical agent had been administered by 10mm/h with no problem. One of the extension lines (medial lumen) was found torn. The catheter was removed and replaced with a new one. No harm to the patient occurred.